Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was poor separator movement and barrier separation of sample with an unspecified bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there were poor sample quality, and gel slants. Additional information provided information: we have some potential outreach clients that are concerned about our practice of re-spinning specimens that come in from other facilities. This is something that was started due to poor specimen quality, poorly spun specimens, gel slants, etc. That we were receiving from outreach clients. We did some research at the time, as well as conducted a small study of our own that showed no issues with the practice. Client concern is related to bd¿s stance recommendation that tubes not be spun more than once. Additionally, on (B)(6) 2020 the customer provided the following additional information: I don¿t feel I need bd product support, etc. At this point. We are working to gather information about where the affected specimens are coming from, but this is difficult as we receive specimens from many, many locations. We have plans to follow up with those locations as we identify them to optimize their centrifuge type, speed, etc. It is a common enough problem that we were choosing to re-centrifuge all specimens that we receive from outreach clients. This is a practice we are actively working toward stopping.

Manufacturer narrative:
H.6. Investigation summary : the customer did not provide bd pas with product catalog number or lot number information, when requested. No DHR review can be carried out as lot number is unknown. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that there was poor separator movement and barrier separation of sample with an unspecified bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there were poor sample quality, and gel slants. Additional information provided information: we have some potential outreach clients that are concerned about our practice of re-spinning specimens that come in from other facilities. This is something that was started due to poor specimen quality, poorly spun specimens, gel slants, etc. That we were receiving from outreach clients. We did some research at the time, as well as conducted a small study of our own that showed no issues with the practice. Client concern is related to bd¿s stance recommendation that tubes not be spun more than once. Additionally, on (B)(6) 2020 the customer provided the following additional information: I don¿t feel I need bd product support, etc. At this point. We are working to gather information about where the affected specimens are coming from, but this is difficult as we receive specimens from many, many locations. We have plans to follow up with those locations as we identify them to optimize their centrifuge type, speed, etc. It is a common enough problem that we were choosing to re-centrifuge all specimens that we receive from outreach clients. This is a practice we are actively working toward stopping.